Event description:
The complainant reported the patient was supported by the impella 5.5 and while on support, there were placement signal issues. The placement signal monitoring was disabled due to issues with the fiber optic cable. Support continued. The investigation team determined that the optical signal issue was likely due to the automated impella controller (aic). No known patient harm or injury has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: the data logs were reviewed and a temporary placement signal not reliable (psnr) with intermediate spike in placement signal, gain and contrast was observed. Based on the rt log, the first psnr was observed at 02:12 pm on (B)(6) 2023 and other 9 psnr alarms were noted in the span of 1 hour and 12 minutes. Further analysis of the rt logs showed that the snr value do not vary even though there is a variation in the raw optical sensor reading. Snr and contrast is all over the place with snr avg/min between 2500/0 and contrast following similar pattern to snr. No other significant issues with gain/lamp/light. The first ps adjust (-150 mmhg) was done when ps was close to 300 mm hg. Post the first ps adjust ps was dropped back to less than 100 mmhg and slowly started to rise later and lost completely maxing to 3000 mmhg. Later again ps adjust of -125 mmhg was done and corrected back values below 100 mhg and started to drift downwards later. Furthermore, the observed trend of the 5s parameters - snr, light, gain, lamp and contrast do not correlate with any of the failure modes from the optical failures. Ic10472 was not returned for further investigation and another complaint investigation (B)(4) was opened for a similar placement signal issue. Device analysis: product was not returned. Product damage (sterile sleeve) . Per the clinical, the back of the anti-contamination sterile sleeve compromised and the hospital staff placed tape on it; to hold it. There was no mention of how this damage happened. Thus, the root cause of the product damage (sterile sleeve) is unable to be determined as no product was returned and provided clinical details are insufficient. Root cause: thus, the root cause of the optical signal issue is unable to be determined as no product was returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.